Manufacturer narrative:
This follow-up report is being submitted to relay additional information and corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the medical records indicates there were no delays in the procedure or operative complications. The records note that the back and neck pain are due to multi-level spondylosis (spinal degeneration accompanied by pain) and loss of lordosis (associated with curvature of the spine). DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause determined to be patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: versa-dial 46x21x50 hum head, cat#: 113044 lot#: 627400; md hybrid glenoid base 4mm. Cat#: 113954 lot#: 357860; pt hybrid glen post regenerex, cat#: 113950 lot#: unknown; versa-dial/comp ti std taper, cat#: 118001 lot#: 988810. Customer has indicated that the product will not be returned [remains implanted] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01627 ¿ 01631.

Event description:
It was reported that the patient has reported neck and back pain and some fine motor skill problems approximately three years post-implantation of a left shoulder arthroplasty. No revision has been reported to date. No additional patient consequences were reported.